Event description:
It was reported that there was no hard twist or pull on the device when the instrument broke. The team is familiar with the product and knows how to use the device. The fault did not cause any danger to the patient or user, but in case the blade would have fallen, could have caused danger to the patient. The device malfunction did not affect the diagnostic or therapeutic outcome of the procedure. The user believes the fault is specifically with the subject device hand part or the heavy cables.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b5 and g2) and to provide an update to (h3 and h4). The device was evaluated by olympus. Although there were non-reportable (non-pae) defects noted, there were no reportable (pae) device defects observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely that the probe damage error and the probe broken possibly occurred by the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip 2) scratches were generated on the probe. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe and the probe damage error occurred. However, a specific root cause of the reported event could not be identified. The event can be detected and/or prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The returned device evaluation and investigation are ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was reported, the ultrasonic surgical device was giving a probe damage error when the user tried to activate it. Upon examination, the probe tip was noted to ¿wobble¿ from the base as if the blade might come off. A second device was retrieved, which exhibited the same problems. A third device also had the same error but this time, the probe tip fell off completely. The issue occurred during a therapeutic, laparoscopic myoma enucleation, which was prolonged by 15 to 20 minutes while the patient was under general anesthesia. A non-olympus laparoscopic sealer/divider was then used instead, and the procedure was completed as open surgery. The patient was subsequently admitted to the ward due to the change to open surgery. There were no reports of patient harm. This report is for the first device.